Manufacturer narrative:
Prior to the device being sent to olympus for evaluation, it was cleaned/reprocessed. Although requested, the customer did not provide the cleaning practices performed at the user facility. The device was evaluated and the customer¿s allegation was confirmed. A worn angle wire caused the bending angle in up direction and the play of the up/down knob to be out of specification. The nozzle that was clogged with debris caused the water removal ability to not meet specification. Scratches were found on the device, the switch button 4 was worn, the scope connector was cracked and deformed, the suction cylinder paint was peeling and the connecting tube was wrinkled. The adhesive on the bending section cover was chipped and had a white clouded area. The adhesives around the objective lens were white and clouded and the adhesives around the light lens were peeling and had white clouded areas. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the root cause of the clogged nozzle: the foreign material was unable to be identified. It is unknown what caused debris to remain in the nozzle. Based on the information provided by the customer, there is not enough information to determine if the scope was reprocessed in accordance with the instructions for use (IFU). The IFU addresses this failure: the instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). If additional becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The distributor reported to olympus, the gastrointestinal videoscope had a poor water supply and reduced angulation (angle down). It is unknown when this event occurred, however, the device was inspection prior to use and no observations were reported. During testing and inspection of the returned device, the nozzle was clogged with debris, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.